Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of a 72mm thoracic aortic aneurysm of unknown size. It was reported that the patient presented emergently with a dissection of the ascending aorta. It was noted that aortic arch replacement was performed and this resolved the event. As per the physician, the cause of the event cannot be determined but it was an inevitable occurrence because it was years since the index procedure. No additional clinical sequelae were reported and the patient will be monitored by their physician.